Manufacturer narrative:
The insulin pump was received with blank display due to corroded board connector. Analysis was unable to perform functional test due to blank display. The insulin pump was received with minor scratched lcd window, cracked case and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 81 mg/dl at the time of the incident. Battery compartment was corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.